Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 receiver would not turn on. Patient claimed that they have to do a hard reset several times a week to turn the receiver on. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.